Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the vein. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was leaking and a visible pinhole was noted. The procedure was completed using an alternate method. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the vein. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was leaking and a visible pinhole was noted. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified iliac artery. The balloon was ruptured upon first inflation at nominal pressure for less than a minute. The balloon was removed, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and was located in the mid region of the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified a shaft kink 170mm proximal from the distal tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the vein. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was leaking and a visible pinhole was noted. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified iliac artery. The balloon was ruptured upon first inflation at nominal pressure for less than a minute. The balloon was removed, and the patient was stable.